Event description:
During surgical procedures, the balloon on the uterine manipulator would not deflate with syringe. The tubing was cut through by surgeon and balloon would still not deflate. The surgeon successfully removed device after manually aspirating air and deflating balloon with a needle attached to syringe.